Manufacturer narrative:
Filter housing was twisted from its original position which contributed to the o-ring being pushed from its position to protrude from the housing. When pressurized, this would have likely resulted in a loud "pop".

Manufacturer narrative:
Argon regulator returned to healthtronics for evaluation. Evaluation in progress. (B)(6) 2016 checked with CT technologist regarding possible injury to hearing. Technologist stated "the ringing in the ears is better, thanks."

Event description:
O-ring on the argon regulator blew out and created a loud noise, injuring one of the cat scan technologists. The technologist's main concern is damage to his hearing. There was a patient in the room under conscious sedation. Procedure rescheduled.